Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 04.027.052s, lot: l772525, manufacturing site: (B)(4), release to warehouse date: 16 feb 2018, expiry date: 01 feb 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a proximal femoral nail anti rotation (pfna) ii helical blade wouldn't lock preoperatively on an unknown date. There was no known patient or surgical involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint cannot be confirmed for the pfna-ii blade l85 tan (part# 04.027.052s, lot# l772525) as the locking mechanism of the device functioned as intended upon assembly. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 04.027.052s, lot: l772525, manufacturing site: bettlach, release to warehouse date: 16 feb 2018, expiry date: 01 feb 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.